Manufacturer narrative:
After the reported event the affected primus was inspected by a draeger service technician on site under supervision of the police who is investigating this case. The technician downloaded the electronic log files and tested the device according to draeger specification. The primus passed all tests without deviation. The electronic log files submitted and provided basis for the investigation of the case on manufacturer site. The reported course of events could be reconstructed by means of the recorded information. The case in question was started, as third case of the day, at 11:50 using man/spont and continued in pressure mode from 11:55. Both, manual ventilation at the beginning and pressure controlled ventilation were unremarkable. The recorded tidal- and minute volumes as well as the achieved airway pressured match the initially reported values. Between 11:55 and 12:10 a continuous decrease of the inspiratory oxygen concentration from 97% to 51% can be seen, which also goes along with the initially reported reduction to 50%. The primus was reading inconspicuous etco2 values around 35mmhg until approximately 12:15, when the values significantly dropped to 5-9 mmhg. At the same time an inspiratory oxygen concentration of around 50% was logged before it increased to more than 90% at around 12:15. This also goes along with the reported information. From 12:14 the patient was manually ventilated (man/spont) and the log entries prove that it was possible to build up pressure and deliver an adequate minute volume. At 12:19 the patient was disconnected from the device before the ventilator was set to standby at 13:04. Based on the above described investigation results it was concluded that the device operated as expected at any time. It could be excluded that the reported event was the result of a device failure.

Event description:
It was reported the patient desaturated during a case and need to be resuscitated. The involved medical staff emphasized that they do not suspect a failure of the primus.